Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was returned for further investigation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. A visual and functional assessment was performed on the device which found that it had excessive vibration and that the nose tube was flared out. During repair, it was observed that the bearings were worn out and broken. The issue with the worn out and broken bearings is consistent with normal wear over time; this device has been in the field longer than the recommended service maintenance period. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device bearings were damaged, the symbol, balls, cages and hold ring were missing and the ball bearings fell apart. It was further determined that the device failed the following pre-tests temperature, cutter insertion (ball bearing) and lock operation (rattle). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.